Manufacturer narrative:
Investigation results: due to no sample being received, an investigation could not be performed, and a root cause could not be determined. No product will be returned per customer. No investigation was performed.

Event description:
No additional information.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the unspecified bd maxzero needleless connector had flow issues. The following information was provided by the initial reporter: event 2 at 1236, new veletri bag has been changed. Rn check the site and connection. No leaking. Around 1600, rn check the patient, bag and line. No leaking. At 1800, patient call out, complain that IV veletri is leaking, symptomatic, he can feel that his stomach is not right. When rn check on the IV, IV veletri is leaking from the clave. Blood back flow and leak through the connection between clave and tubing connection. Rn remove clave, connect the tubing straight to the PICC line, prime new clave with back up medication. Recheck the clave, no leaking noted.